Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. On 01/05/2024, the patient developed redness, pimples, pustules, and infection at the needle puncture site. Prior to sensor insertion the area was cleansed with soap and water. On 01/05/2024, the patient consulted a physician who prescribed an oral antibiotic medication (cephalexin 500 mg, once per day) for the infection. Two days later, the patient spouse noticed the bump and redness had grown in size and there was a pustule at the needle puncture site. On 01/10/2024, the patient followed up with a physician who advised to discontinue taking the cephalexin and prescribed a new oral antibiotic medication (bactrim ds 800 mg, one tablet every 12 hours for 10 days). At the time of report the patient still had pain in the area. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: investigation findings - 4112 analysis of information provided by user/third party